Event description:
According to the customer: the device has several times failed the start up process and then started to alarm. The device has not been able to turn off for several minutes and not reponded to any buttons. Frozen in the start up screen. Finally the user was able to switch it of on the button on the back of the vu. The log files should contain info from a night between (B)(6).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a loose cable-connection in the system that interrupted the c6 to startup as desired and prompted a synchronization timeout. The system was disassembled during servicing and the cable-connectors checked, where the loose connection was detected. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.